Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal, every 3rd day, ongoing), and ceftazidime injection (1g, intraperitoneal, once a day, ongoing) for the event. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. The patient was retrained for proper aseptic technique. No additional information is available.